Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use IFU) as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature title: incidence and predictors of target lesion failure in patients undergoing contemporary des implantation¿individual patient data pooled analysis from 6 randomized controlled trials. The other patient events mentioned and in the article are filed under a separate medwatch MFR number.

Event description:
This is filed to report adverse patient events it was reported through a research article that the xience stent family may be related to death, myocardial infarction, target lesion re-vascularization, stent thrombosis and re-hospitalization. Specific patient information is documented as unknown. Details provided in the attached article titled: "incidence and predictors of target lesion failure in patients undergoing contemporary des implantation¿individual patient data pooled analysis from 6 randomized controlled trials".